Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 45 mg/dl, at the time of incidence. Customer declined to troubleshoot for low blood glucose level. Customer reported that they had calibration issue with the sensor. Customer reported that they did received calibration not accepted alarm for sensor. The insulin pump will not be returned for analysis.